Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00028. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the distal part to the glass cap is detached. Glass cap detachment is a known inherent risk of device. The glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the metal cap was found to be detached. The fiber proximal to fracture can rotate independently of out flow tube. The outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that during a prostate procedure, the fiber cap detached after 23,671j and it was retrieved. A second fiber was chosen to continue with the procedure; however, its fiber cap also detached after 47,422j. The fiber tip was retrieved. The procedure was completed with turp. There was no clinical consequences to the patient. This is for the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00028.

Event description:
It was reported that during a prostate procedure, the fiber cap detached after 23,671j and it was retrieved. A second fiber was chosen to continue with the procedure; however, its fiber cap also detached after 47,422j. The fiber tip was retrieved. There was no clinical consequences to the patient. This is for the second fiber.